Event description:
The patient was admitted for a coronary angiogram. The target lesion was the atrioventricular branch. The vessel was not calcified, but mildly tortuous. There was 81% stenosis. The diameter of the vessel was 3.0m and the length was 4.08. The lesion was isr with 2 bms (zeta). A cypher stent (3.5/23mm) was implanted at the target lesion at 12atm by direct stenting.